Event description:
It was reported that the user noticed areas of black charring on some robotic instrument arms, specifically the monopolar curved scissors. The concern was to distinguish between normal discoloration from use and true burn-on residue, insulation damage, or material degradation that may require repair or removal from service. The user sought guidance on whether this was acceptable and requested any images or documentation showing what is considered "acceptable wear," as well as recommended cleaning methods from the manufacturer's standpoint to ensure compliance with the correct instructions for use (IFU) and safety standards.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.